Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip fired as intended but the second clip advanced clip sideways. A new device of same product code was used to complete case. There was no cholangiogram done on procedure and no patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a sideway fed and malformed clip jammed in jaws. In an attempt to replicate the reported incident, the malformed clip was removed and the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 18 clips as intended; the device was found to be fully functional. No conclusion could be reached as to what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.